Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this device was found to be in safety mode. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received. The health care professional involved indicated that this patient experienced syncope due to the reported observations.

Event description:
It was reported that this device was found to be in safety mode. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received. The health care professional involved indicated that this patient experienced syncope due to the reported observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.